Event description:
Reporter noted blockage caused irregular flow resulting in corneal burn during procedure. No intervention reported.

Event description:
Follow-up with surgeon noted event occurred during sculpting. Handpiece and tubing were replaced and phaco was completed. Pt had corneal astigmatism; final visual outcome unknown.